Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that there was a fluid leak associate with a pd treatment. The nurse said after treatment was completed there was fluid found in the pump module area of the cycler and on the external part of the cassette. Fluid leaked from the right pump, which seemed to be about 3 ml. There were no alarms prior to the event. Although attempts were made to gather missing details, no additional information was provided. There was no reported harm to the patient in the initial call. The cycler set has not been returned for analysis.

Event description:
A peritoneal dialysis (pd) nurse reported that there was a fluid leak associate with a pd treatment. The nurse said after treatment was completed there was fluid found in the pump module area of the cycler and on the external part of the cassette. Fluid leaked from the right pump, which seemed to be about 3 ml. There were no alarms prior to the event. Although attempts were made to gather missing details, no additional information was provided. There was no reported harm to the patient in the initial call. The cycler set has not been returned for analysis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.